Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month ago, the patient received more than ten inappropriate shocks in one day. The patient was seen in the hospital and the impedance on the right ventricular lead was high. The physician suspected that the lead was fractured. It was recommended to the patient to have the lead replaced, but the patient refused and asked for the lead to be turned off. No further patient complications have been reported as a result of this event.